Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing were observed. Programming changes were recommended. The patient will be monitored normally.